Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm ratcheted handle 33cm the insulation was noticed to be compromised. Visible dings and scratches were seen throughout the shaft. The probable root cause could be normal wear and or mishandling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.